Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per end user she keeps finding screws under her chair that must have come out of her chair, she is not sure where. She also wanted to let us know that the airline would not allow her on the plane because the rigging were to big. MDR filed.